Event description:
Same case as MFR. #: 2134265-2011-02903. It was reported that during a rotational atherectomy treatment procedure, a dissection occurred. The target lesion was located in a non-tortuous and mildly calcified proximal left anterior descending (lad) artery. The physician advanced the 330cm rotawire guide wire to the lesion and then advanced the 1.25mm rotalink burr. During platforming, a "burning smell" was noted. The burr was removed from the guide wire and disconnected from the advancer. The handshake connection had come undone and the handshake connector of the burr had moved up into the catheter unit. A 1.50mm rotalink burr was connected and advanced to the lesion. A platform test was successfully performed and multiple attempts were made to advance the burr into the left coronary artery however, was unsuccessful. The physician aborted the rotablator procedure. The physician implanted a non-bsc stent. A dissection was noted in the left main and continued into the circumflex (cx) artery however, it is unknown if the dissection occurred during atherectomy treatment or stenting. The dissection was treated with a stent. No further patient complications were reported and the patient's status is fine.

Event description:
Same case as MFR. #: 2134265-2011-02903. It was reported that during a rotational atherectomy treatment procedure, a dissection occurred. The target lesion was located in a non-tortuous and mildly calcified proximal left anterior descending (lad) artery. The physician advanced the 330cm rotawire guide wire to the lesion and then advanced the 1.25mm rotalink burr. During platforming, a "burning smell" was noted. The burr was removed from the guide wire and disconnected from the advancer. The handshake connection had come undone and the handshake connector of the burr had moved up into the catheter unit. A 1.50mm rotalink burr was connected and advanced to the lesion. A platform test was successfully performed and multiple attempts were made to advance the burr into the left coronary artery however, was unsuccessful. The physician aborted the rotablator procedure. The physician implanted a non-bsc stent. A dissection was noted in the left main and continued into the circumflex (cx) artery however, it is unknown if the dissection occurred during atherectomy treatment or stenting. The dissection was treated with a stent. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR.: the rotablator burr was returned connected to an advancer. The catheter sheath was occluded with blood. The sheath was soaked in warm water in an attempt to remove the occlusion however, was unsuccessful. The rotablator burr unit could not be wet tested due to the occlusion of blood in the catheter sheath. Visual examination of the complaint burr unit identified no issues. The rotablator burr unit was connected to a test advancer, a tug test and a connect/disconnect test was performed and no issues were noted with the unit¿s handshake connector. Microscopic examination identified the annulus was misshapen and flared. No issues were noted with the diamonds on the burr. There were no scratches that exposed brass on the plated back half of the burr when viewed under the microscope. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).